Event description:
Customer reported receiving an incorrect blood glucose reading of 400 mg/dl from the insulin pump. Customer stated that the night before the call, her blood glucose reading was 64 mg/dl and her sensor glucose reading was 47 mg/dl. Blood glucose level was 248 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.